Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) ECG cable broke during storage. There was no patient involvement.

Manufacturer narrative:
N/a.

Manufacturer narrative:
Updated fields: b4, d8, d9, e2, e3, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h11. A getinge field service engineer (fse) was not dispatched to evaluate the iabp unit because the order was cancelled, the quote was not accepted. If additional information is received, a supplemental report will be submitted.

Event description:
N/a